Manufacturer narrative:
The field service engineer found foam on the reagent surface and replaced a sample/reagent probe due to low voltage. Foam on the reagent surface is a known cause of false high results for competitive assays and false low results for sandwich assays. \

Event description:
The initial reporter received questionable elecsys hcg test system, elecsys vitamin d assay, elecsys ige ii immunoassay, and elecsys cea assay results on a cobas e 411 immunoassay analyzer. The initial diluted hcg result was 17000 miuml. The repeat diluted result was 11000 miu/ml. The initial vitamin d result was >70 ng/ml. The repeat diluted result was >140 ng/ml, the second repeat diluted result was 61.2, and the third repeat diluted result was 50.9 ng/ml. The fourth undiluted repeat result was 47.30 ng/ml. The initial ige result was < 0.100 iu/ml. The repeat result was within the reference range of 1.5 ui/ml - 200 ui/ml. The initial cea result was < 0.200 ng/ml. The repeat result was within the reference range of 3.8 ng/ml - 6.5 ng/ml. No erroneous results were reported outside of the laboratory. It is not known which results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.